Event description:
When device received in house, it contained a different lot number than reported. Follow up report to update lot number of device.

Event description:
(B)(4) was notified by user facility that the device in question would not close normally during a procedure. A back up device was readily available for use therefore minimal delay minimal risk to patient. No injury to patient or staff reported. An investigation will not be completed by (B)(4). If and when device is received by (B)(4), it will be sent to manufacturer ((B)(4)) for investigation. Customer purchased device on (B)(6) 2016. Two similar issues have occurred in the last three years (mdr1418479-2015-00015 & mdr1418479-2016-00002). Request for additional and missing medwatch information sent to facility, no response as of 06/03/2016. (B)(4) considers this report closed. However, in an event any new information is received, (B)(4) will forward it on to manufacturer ((B)(4)).

Event description:
Follow-up report #2. User facility provided missing information on 06/28/2016: user facilities description of the problem or event: "forcep would not open once inserted through hysteroscope into patient". Outcomes attributed to the adverse event were not provided. The user facility returned the device to rwmic aug 2016. Rw gmbh completed the investigation on 11/03/2016. Investigation summary is below: product appearance is used. The condition reported was verified. The investigator reported: distal connection point pull rod / articulated eyelet is broken. Moveable jaw cannot be closed controlled. Use is not possible. Contaminants on the tie rod in the distal joint area. Conclusion: mechanical overload and/or mechanical influences. User did not follow instructions, limited stability for this product. Complaint file does not include product disposition. Product disposition is unknown at this time, a follow-up report will be sent to FDA.

Manufacturer narrative:
Follow-up report #2 is to provide FDA with missing/new information and changed information. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, IFU includes the following warnings / cautions / instructions: section 5 checks: check instruments and accessories for damage, hygienic condition, and completeness. The joints and hinges must open and close easily. Section 6 application: note! Excessive force may cause the instrument to brake. As a result of the necessary small dimensions, the distal sections of the instruments have only limited stability. Do not use these instruments for grasping and removing of large pieces of tissue. Rwmic considers this complaint and MDR open. Follow-up reports will be sent to FDA as required.